Event description:
The patient reported blood glucose results of "9.9 mmol/l and 5.9 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.